Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is 100-110 mg/dl fasting. Lowest result from memory was 67 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (68) and the normal result (110) is located in zone b/c. No adverse event reported.